Event description:
It was reported that a patient experienced occlusion at the site while using a cleo® 90 infusion set. The patient was awoken by the alarm. The blood glucose reading at the time of the event was 340 mg/dl. The patient was instructed to disconnect the tubing and check for occlusion in the tubing. The occlusion alarm did not reoccur indicating the occlusion was at the site. The event was resolved by patient changing the site and giving self a bolus of insulin. No adverse health outcomes were reported from this event.